Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely fluid invaded the video connector while the user was handling the subject device. The fluid invasion caused abnormality of electronic component; as a result, no image was displayed. User may be able to detect the event by handling device in accordance with the following instructions for use (IFU): "inspection of the endoscopic image" user may be able to prevent occurrence of the event by handling device in accordance with the following instructions for use (IFU): "when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. -do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found there was no image on the slave charged coupled device. Additionally, there was water invasion, corrosion was within the slave connector, the thread was rusted, and the bending section cover¿s glue was worn. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the endoeye flex 3d deflectable videoscope had an unspecified malfunction. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: no image on the slave ccd. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.